Event description:
It was reported that a couple months prior to this report, the patient walked by a portable heater and got a 'really bad' shock. It was added that the patient thought that maybe some of the battery had drained. It was noted that the patient programmer was not 'connecting or communicating' with the device. It was stated that the patient's device was explanted. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v514033, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).